Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
The third party repair center received a unit in with a note on the unit stating that the end user set the unit on fire. The third party repair center indicated that the external parts of the unit do not have any physical or visual signs of fire damage. Third party repair center states unit used by a smoker.